Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the moderately tortuous, moderately calcified, 99% stenosed, de novo, mid right coronary artery (rca) lesion, the 2.5 x 38 mm xience alpine stent was implanted in the distal rca lesion. The 3.0 x 38 mm xience alpine stent delivery system (sds) was deployed proximal to the 2.5 x 38 mm xience alpine stent at 16 atmosphere without issue. The sds was attempted to be removed from the anatomy but met resistance with the non-abbott guide wire; both devices were removed as one unit from the anatomy. Outside the anatomy the guide wire was removed from the sds with resistance. The same guide wire was used again in the procedure and a 3.5 x 28 mm non-abbott stent was implanted proximal to the 3.0 x 38 mm xience alpine stent. It was noted that the non-abbott sds was inflated two additional times and no resistance was noted with the guide wire. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulty removing the guide wire could not be replicated in a testing environment due to the condition of the returned device. Based on a visual, dimensional and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.